Manufacturer narrative:
The 510 (k) # is k082513. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging inaccurate erratic readings on their one touch vita meter. The patient had obtained the following results less than 20 minutes from one another: 479 mg/dl, 201 mg/dl and 128 mg/dl. The patient mentioned that at an unspecified time after the allege disuse began, the patient developed symptoms of feeling shaky. There is no information on whether the patient received any medical treatment or self-treated due to the alleged issue. The technique of applying blood on the test strip was correct. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. A quality control test was not done since the patient didn't have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged erratic readings, he later developed symptoms suggestive of a serious injury.